Manufacturer narrative:
A ge service representing performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a "ghost image" on the left monitor. The fse stated the images were unusable. This could result in the delay of a procedure. There is no report of injury or death associated with this event.